Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer, subsequently, tested out of specification as the stylus tip was loose, and not working. It was also noted that the cord bay latches, and lower bullet assembly were broken. The printer paper tray was missing a part and paper was depleted. All found defective parts were replaced, and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.